Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2026 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of serratia (species not provided). The patient was diagnosed with peritonitis was initiated on antibiotic therapy utilizing cefepime (1 gram) daily intra-peritoneal (ip). On (B)(6) 2026, the patient was discharged from the hospital continuing pd treatment with the same fresenius cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse could not provide the exact cause of the peritonitis. However, it was stated that the event may be related to the patient having concomitant constipation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. With the information available, the exact cause for peritonitis cannot be determined. However, currently there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew serratia. Evidence-based research shows that serratia can live in the gastrointestinal tract. Therefore, it is possible the event is associated with patient concomitant constipation.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the reporting pd nurse stated that on (b)(6 2026 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of serratia (species not provided). The patient was diagnosed with peritonitis was initiated on antibiotic therapy utilizing cefepime (1 gram) daily intra-peritoneal (ip). On (B)(6) 2026, the patient was discharged from the hospital continuing pd treatment with the same fresenius cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse could not provide the exact cause of the peritonitis. However, it was stated that the event may be related to the patient having concomitant constipation.